Event description:
It was reported via a legal notification, that a male patient, who underwent knee replacement surgery on his left knee and received a truliant tibial insert on (B)(6) 2021, began developing significant pain in his left knee and apparent loosening of the device within only a few weeks of the surgery, and his pain continued to increase over the next several months despite following the physical therapy routine recommended by his doctor. Over a year after his surgery, plaintiff continues to have significant pain and instability in his left knee due to the truliant device, and has had worsening pain, instability and swelling, is unable to bear weight on his knee, and cannot walk or exercise without pain and assistance. He was informed by his physician that the only way to correct the problem and potentially alleviate the pain in his left knee, is to have revision surgery, which plaintiff intends to have.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, (B)(4), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4, (B)(4), 1510-s - cemex system fast 70 gm, (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(4), (B)(4). Recall number: z-0023-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.